Manufacturer narrative:
The field service representative (fsr) inspected the module, performed multiple troubleshooting procedures including replacement of two alnty c-series cuvettes (04s47-01) that were loose. Part replacement resolved the issue. The alnty c-series cuvettes (04s47-01) were determined to be the likely cause of the result issue.the instrument service history review revealed no additional tickets associated with discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c processing module, serial number (B)(6) or the alnty c-series cuvette (04s47-01) (alinity c cuvette segment (04s47-01) was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated with a lower result. The following data was provided: initial result = 7.0 mg/dl repeat result = 2.0 mg/dl processed on another instrument = 2 mg/dl which matches patients history. Reference range = 1.6-2.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Correction to section h6 investigation findings should be c07 mechanical problem identified and investigation conclusions should be d02 cause traced to component failure.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated with a lower result. The following data was provided: initial result = 7.0 mg/dl repeat result = 2.0 mg/dl processed on another instrument = 2 mg/dl which matches patients history. Reference range = 1.6-2.6 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated with a lower result. The following data was provided: initial result = 7.0 mg/dl repeat result = 2.0 mg/dl processed on another instrument = 2 mg/dl which matches patients history. Reference range = 1.6-2.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.